Event description:
It was reported that when a pt underwent a spinal surgical procedure following a motor vehicle accident, the tip of a driver sheared off while tightening a connector. The tip was retrieved from the pt and discarded at the hospital.

Manufacturer narrative:
(B)(4): the driver has been returned to the MFR for eval. Approx 3 mm of tip has been broken off, consistent with interference during tightening. Fracture surface analysis revealed fairly brittle fracture and circular material flow, consistent with torsional overload and resulting in fracture at interface during usage. A review of the device history records did not identify any applicable non-conformance to spec.